Manufacturer narrative:
Product complaint # (B)(4) additional information was requested, and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient underwent laparoscopic radical resection of colorectal cancer in the hospital on (B)(6) 2026. The surgeon used the suture (w8400) to fix the anvil of circular stapler in the way of purse-string sewing during the operation. When the anvil was removed after the purse-string forceps were stapled, it was found that the needle tip was broken (the specific length of broken end of the needle was unknown). The surgeon immediately visually searched the broken needle and found it in the needle tray. The integrity of the needle was verified. The subsequent surgical operation was performed after confirming that there was no residual foreign body. The subsequent surgical operation was smooth. This event did not cause any other harm to the patient except for prolonged operation time (specific prolongation time was unknown), and no subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/22/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: what is the current status of the patient? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? - how long, in minutes, did the surgery prolong? - which tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? - please provide the source or name of person providing answers to follow-up questions: --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the surgery, the needle tip broke. Delayed the progress of the surgery. There were no patient consequences reported. Additional information was requested.